Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had his therapy pulse generator replaced due to battery end of svc. Generator was subsequently returned to MFR for product analysis. Analysis found that "the reported event, battery nearing end-of-life, was confirmed." An analysis of printed circuit board assembly identified that the 3.0v pulsing current measurement was slightly higher than the maximum allowable limit. The likely cause for this condition is associated with the pre-selected resistance value which was selected within spec at the upper limit during mfg slightly drifting out of specification over time. It was determined that the pre-selected resistance value of the r35 component could have been more optimally chosen at a slightly lower resistance value. Product analysis indicated that the pulsing current anomaly had minimal impact on device performance and battery longevity. Based on functional performance, which was demonstrated during the product analysis evaluation and the battery longevity calculation, the device was expected to be at eri status.